Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The pt had an acute myocardial infraction and the physician tried to reopen the 90% stenosed right coronary artery without predilation. A 3.0 x 20mm liberte' monorail coronary stent was able to pass the lesion. During stenting, on the first inflation, the balloon was inflated to 14 atmospheres for 25 seconds and ruptured. The balloon was removed intact. The balloon was visible under fluoroscopy. The procedure was completed with this device. The pt status is listed as good.